Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was turned on and the cycler started to glitch. Smoke then started to come out of the cycler. The issue occurred during setup and the cycler was in ready mode. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to inform the peritoneal dialysis registered nurse (pdrn) of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow-up, the patient confirmed the reported event and stated the issue occurred prior to treatment and there was no burning smell or flames noted, and no other visual indications of thermal decomposition noted. There was no power outage or noted outlet issue, and the power cord was securely plugged in. The patient indicated the cycler had never been dropped nor physically damaged and confirmed that the smoke only occurred once on the day the patient called into support. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient reverted to manuals to complete treatments on the night of the reported event and pending delivery of the replacement cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was turned on and the cycler started to glitch. Smoke then started to come out of the cycler. The issue occurred during setup and the cycler was in ready mode. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to inform the peritoneal dialysis registered nurse (pdrn) of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow-up, the patient confirmed the reported event and stated the issue occurred prior to treatment and there was no burning smell or flames noted, and no other visual indications of thermal decomposition noted. There was no power outage or noted outlet issue, and the power cord was securely plugged in. The patient indicated the cycler had never been dropped nor physically damaged and confirmed that the smoke only occurred once on the day the patient called into support. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient reverted to manuals to complete treatments on the night of the reported event and pending delivery of the replacement cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.